Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an arm fistula, the pta balloon allegedly could not be retracted through the sheath, and detached as a result. The balloon and sheath were reportedly removed as one unit. It was further reported that the catheter shaft had a longitudinal cut, near the balloon joint. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in an arm fistula, the pta balloon allegedly could not be retracted through the sheath, and detached as a result. The balloon and sheath were reportedly removed as one unit. It was further reported that the catheter shaft had a longitudinal cut, near the balloon joint. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a complete break to the butt joint between the catheter shaft and the proximal portion of the balloon; the inner guidewire lumen was still intact. Additionally, the balloon was returned lodged in an introducer sheath with signs of retraction issues (e.g. Prolapsed balloon material, flared introducer sheath tip). Therefore, the investigation is unconfirmed for the reported detachment and confirmed for both a break at the butt joint as well as for sheath-related retraction issues. However, the investigation is unconfirmed for a balloon detachment as the inner guidewire lumen was intact with no detached components noted. The investigation is unconfirmed for the reported longitudinal cut as no cuts were identified on the catheter shaft or balloon. It is likely that the retraction issues led to the catheter break at the butt joint. Although it is possible that ruptures can lead to retraction issues, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, h6 (removed trending device codes: 2907 - detachment of device or device component, 4008 - material split, cut or torn) h6 ( added trending device code: 1069 - break). H11: h3, h6 (method1, results1, conclusion1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.